Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the below instructions for use: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the connecting tube. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: water tightness was lost due to deformation of the scope cover; the connecting tube and the plastic distal end cover were dented; the adhesives around the light guide lens and the objective lens were peeled; the light guide lens and the objective lens were cracked; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive on the bending section cover was chipped with a white clouded area; the play of the upward/downward knob and the bending angle in the up direction were not within the standard value due to wear of the angle wire; the connecting tube had a peeling coat and wrinkles; the paint on the suction cylinder was peeled; switch#4 was worn; there were scratches on the connecting tube, the objective lens, the switch#1, the image guide protector, the protector of the universal cord on the control section side, and the bending section cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had air/water leakage. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.